Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 621 days after a coronary drug eluting stenting treatment procedure, the patient experienced a myocardial infarction (mi) and restenosis of the taxus stent. The lesion being treated in the index procedure was a 3.5mm, 99% stenosed, 18mm long portion of the proximal circumflex (prox cx). The physician treated the lesion with direct stent placement of a 3.50x20mm taxus study stent. There were no reported complications. The patient was discharged 2 days later on plavix and aspirin. At 621 days after the initial procedure, the patient experienced a non q-wave mi. The patient had 20% stenosis of the taxus stent placed in the prox cx. This event was found during follow-up and was not life threatening. The event was classified as mild and there was no action taken to resolve this event. This event is still ongoing. In the opinion of the physician, the relationship of the mi to the taxus stent is not related